Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device logged an event code which is associated to a potential issue of the device to deliver energy. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report a non critical issue with their device. Upon inspection, stryker observed that the device had logged an event code which is related to a potential issue of the device to deliver energy. In this state, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.